Event description:
It was reported that the ceramic tip of the mitek electrode was broken off in the shoulder during use. All pieces were removed from the joint. There was no patient injury as a result of this situation. If this was to recur and the fragment not retrieved, it is possible that patient injury could potentially occur.